Event description:
The customer reported that the system intermittently failed to allow fluoroscopic exposures and exhibited intermittent functionality. No pt service injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The generator interface pcb and multi-output power supply was replaced during the service event. The system was tested and fond to be working as intended and put back into service.